Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced cable of proximal set up joint (suj) and string potentiometer due to the error 23072. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that prior to starting a da vinci-assisted prostatectomy surgical procedure, post-anesthesia and post-surgical port placement, the customer called an intuitive technical support engineer (tse) and reported that there is error 23072 displayed for universal surgical manipulator (usm) 3 and usm had yellow led. Prior to the call, customer already power cycled / emergency power off (epo) the system multiple times. Tse checked logs and confirmed 23072 pointing to set up joint (suj) 3 axis 1. Tse asked nurse to push and pull suj 3 on z-axis. This did not make a difference. Tse explained how to remove usm arm 3 out of operation field and how to disable it. Procedure was planned to complete with using 3 usms. No injury was reported.